Manufacturer narrative:
It was indicated the device was being analyzed by the account. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the change out procedure, the device header separated from the device. Prior to the change out, all measurements were appropriate. It was not known if aggressive manipulations were used during the device removal. No adverse patient effects were reported.